Event description:
It was reported that a user experienced persistent hyperglycemia after initiating ilet use following training, with a highest fingerstick glucose of 402 mg/dl and 376 mg/dl on the ilet; the user had last dosed insulin the prior night, started ilet with an elevated glucose, and had a period without readings, and the infusion set was a steel cannula, with tubing reported intact on inspection. Symptoms included no reported clinical manifestations. Outcomes included troubleshooting guidance and education, including checking the infusion set and tubing and entering a confirmatory fingerstick into the ilet to prompt correction. Investigation included remote troubleshooting and user-directed inspection. Investigation of this case revealed a likely contribution from pre-existing hyperglycemia and a gap in glucose data entry after training, with no alarms reported and no device malfunction confirmed. It was concluded, based on similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.